Manufacturer narrative:
The analysis on this device is pending.

Manufacturer narrative:
The analysis on this device is pending. October 19, 2009

Event description:
This pacemaker was not implanted because of intermittent pacing.

Event description:
This pacemaker was not implanted because of intermittent pacing.